Event description:
Pump is returned to animas. Evaluation revealed intermittent respond to the ok keypad button. This report is being made based on the evaluation results.

Manufacturer narrative:
.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage to the keypad. The ok button was found to be intermittently responding to presses; all other buttons were responding properly. The keypad was removed and contamination was found under all of the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.